Manufacturer narrative:
Device evaluation completed.

Event description:
Using first a .014 rubicon and then and .018 rubicon, the victory-14 guidewire kept meeting so much resistance it had to be removed. It was stuck at one point in the .014 rubicon. It was very difficult to remove from both catheters so it was determined the issue was with the wire. Using another wire the procedure was completed and there was no patient complication as a result of this issue. Additional information 31 may 2017: 'also, additional information indicated that "the coating snow plowed off the guide wire" we considered this as peeling although this needs further clarification.'

Manufacturer narrative:
As a result of an internal audit it was noted that the conclusion code was blank on the filed MDR.

Event description:
Using first a .014 rubicon and then and .018 rubicon, the victory-14 guidewire kept meeting so much resistance it had to be removed. It was stuck at one point in the .014 rubicon. It was very difficult to remove from both catheters so it was determined the issue was with the wire. Using another wire the procedure was completed and there was no patient complication as a result of this issue. Additional information 31 may 2017: 'also, additional information indicated that "the coating snow plowed off the guide wire" we considered this as peeling although this needs further clarification.'

Manufacturer narrative:
Dsitributor has confirmed that the part associated with this incident is returning. The part has yet to be received by (B)(4). Device not yet returned to manufacturer.

Event description:
Using first a .014 rubicon and then and .018 rubicon, the victory-14 guidewire kept meeting so much resistance it had to be removed. It was stuck at one point in the .014 rubicon. It was very difficult to remove from both catheters so it was determined the issue was with the wire. Using another wire the procedure was completed and there was no patient complication as a result of this issue. Additional information 31 may 2017: 'also, additional information indicated that "the coating snow plowed off the guide wire" we considered this as peeling although this needs further clarification.'